Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial (B)(4), product type: screening device. Product ID: 977d260, serial (B)(4), product type: screening device. The main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot (B)(4), ubd: 06-mar-2022, (B)(4); product ID: 977d260, serial/lot (B)(4), ubd: 06-mar-2022, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for pain. It was noted that the patient reported 100% pain relief on (B)(6) 2018, day 2 post op of their trial. However, they woke up the next morning with no pain relief. This was reported to the rep on (B)(6), so an x-ray was taken, and it was noted that both leads migrated north by half a vertebral body. The patient denied falling but noted that they are active, however the cause of the lead migration was unknown. Impedances were noted to be within normal limits and the patient was reprogrammed, so the healthcare provider agreed to let the patient proceed with 24 more hours on the trial. The patient was still reporting no pain relief on (B)(6), so the trial was ended as normal. It was noted that the patient would be referred to a healthcare provider for an intrathecal pump trial. However, the patient stated that they wanted to go the next several days without the device to determine true pain relief. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Product ID: 977d260, serial# (B)(4), product type: screening device; product ID: 977d260, serial# (B)(4), product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.